Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made without unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/(B)(6) years old. The PMA number for this report is listed as 1-card. Referenced article: smartwatch performance for the detection and quantification of atrial fibrillation circulation: arrhythmia and electrophysiology. 2019; 12(6). 10.1161/circep.118.006834. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardiac monitors (icms). The authors discussed comparisons made in the detection of atrial fibrillation (af) in af sensing watches versus icms. In the study, two patients were excluded for icm detected af episodes where there was not af. During the study, there were af episodes that were not captured by the icm. The status/disposition of the devices is not known. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.